Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was explanted due to normal eri. Noisy egms and oversensing was noted during replacement procedure on both the ventricular and shock egm channels.